Event description:
It was reported that during the procedure, the fiber was connected, and it stopped working. Due to this, the procedure was completed using another device. There were no patient complications. Analysis of the returned fiber revealed no light was exiting through connector indicating an internal connector fracture.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual and microscopic analysis of the returned fiber identified that there was no light exiting the connector face and no aim beam exiting the fiber tip, indicating an internal connector fracture. Microscopic analysis identified the tip was degraded and there were burn marks on fiber jacket. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The fiber was functionally tested. The testing conducted identified the aiming beam is extremely weak. Based on analysis result, the interaction between the user and device caused or contributed to the reported event and damage to the fiber connector. According to the device instructions for use, the user is to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement.